Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's threshold suspend feature is not working properly. The customer's blood glucose at the time of incident was 221 mg/dl, and her sensor glucose was 57 mg/dl. The customer treated her low blood glucose with glucose tablets. The customer stated that the threshold suspend limit was 60 mg/dl, and that she's also been receiving cal error alerts. Troubleshooting was initiated on the threshold suspend feature and a bad sensor alert. The customer was advised to remove and change out the sensor. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.